Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No excessive no delivery alarm during testing. The insulin pump passed prime test, excessive no delivery test and displacement test. The insulin pump passed self-test and unexpected restart error test. No unexpected restart alarm noted. No unexpected numbers ramping/scrolling during testing. The insulin pump had a cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, shifted end cap sticker and cracked case at reservoir tube window corners.

Event description:
It was reported that the customer's insulin pump had buttons that were not responding. When the customer tried to program a bolus the numbers started to ramp up. The customer's blood glucose level was 144 mg/dl. He/she also received a no delivery alarm during a battery change. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.